Event description:
Customer reported patient presented with symptoms of edema and puffiness with itchiness following blepharoplasty. Patient was directed to ice the area and prescribed antihistamines orally and a short-bolus" of corticosteroids orally.